Event description:
The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
The patient went in for surgery. Pre-op interrogation showed high impedance. The surgeon visually inspected the pin in the generator and observed no obvious problems. The test resistor was used with the generator and it showed normal impedance. The generator was then reconnected to the lead and diagnostics showed normal impedance multiple times. No products were replaced. A review of generator data showed that the impedance has been fluctuating between high and normal for a few years. Based on this information it is likely that the high impedance is related to a positional fracture / partial fracture in the patient¿s lead. During surgery when the high impedance seemed to resolve with pin insertion it¿s possible that the reason it actually resolved was because the position of the lead had been changed. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
Per the physician, the trouble breathing and sleeping are not related to vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Patient presented with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's device was disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not state that the device was disabled.

Manufacturer narrative:
Health effect - clinical code :e2402.

Event description:
The patient reported that he had high impedance and is experiencing difficulty breathing and trouble sleeping. He stated that he has been in the ER twice due to the difficulty breathing, and he was given a muscle relaxer which provided temporary relief. He is unsure if these symptoms are caused by ms or the vns. The patient noted that the magnet does still abort his seizures but stimulation feels less strong. He said his device had been temporarily disabled. Clinic notes were received and note that only magnet stimulation is enabled for the patient due to throat discomfort and difficulty speaking. It was noted that the patient can feel his thyroid affected by magnet stimulation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.